Event description:
The caller reported an error with their continuous glucose monitoring device, specifically cgm error 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after following the instructions, the caller was able to start their sensor session successfully, with the error not recurring.